Event description:
Nellcor puritan bennett received a call from representative of user facility on 9/24/1999, who called to report the following problem: gave 2 quick breaths (auto-cycling) in "smiv" mode with low pressure alarm. No pt harm.